Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer resumed insulin to address the issue.